Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1,b2, d1, d6a (2017, month and day unknown), e2, e3, h6 component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a party stated he had a full knee replacement and following surgery he needed to go for a follow up because his knee came out it's socket resulting in difficulty moving and walking properly. Party further stated his doctor mentioned there was an infection on his knee that required observation. Party noted he was prescribed aleve tablet as needed to ease their pain, but he is still experiencing crucial pain. Initial procedure date: between 2013-2014. No further details available.